Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient lost communication with external devices following an unrelated procedure even though the ipg was placed in surgery mode. A manufacturer representative was able to recover the ipg and restored therapy post-op.